Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant procedure the patient experienced phrenic nerve and diaphragmatic stimulation. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.